Event description:
It was reported that this patient was admitted to the hospital after experiencing episodes of chest pain and shortness of breath. Interrogation of the device revealed that this right ventricular (rv) lead exhibited failure to capture and no sensing. Impedance measurements within normal range. X-ray imaging revealed that the rv lead had perforated. An echo was performed, and there was no pericardial effusion. The rv lead was repositioned the following day. Parameters were within normal range. The patient was discharged with normal follow up. Besides surgical intervention, no adverse patient effects were reported. The rv lead remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.